Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a battery failure. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and found the battery not fully charged. The se charged the battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received showed that the ventilator was not in use on a patient at the time of the reported event.